Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was unable to reproduce the reported symptom. Evaluation sent the device for flow rate testing, with the following results: the device was tested at a rate of 37.5 ml/hr, with a vtbi of 37.5 ml three times. The first run yielded results of 36.478 ml, for an error percentage of -2.72533%. The second run yielded results of 36.281 ml, for an error percentage of -3.25067%. The third run yielded results of 36.255 ml, for an error percentage of -3.32%. All these results are within range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the reported event date. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. The patient was receiving an infusion of magnesium programmed rate of 37.5ml/hour in a 900ml bag. The patient developed chest tightness, blurred vision and weakness. The infusion was stopped and the patient was treated with a ¿reversal medication" of calcium gluconate. The medication was withdrawn promptly. The reporter alleges that an incorrect dose had been administered due to pump failure. The patient recovered the following day. No further information was available at the time of this report.